Manufacturer narrative:
Supplemental report 01 - MDR (B)(4). Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the complaint 1943106 has been evaluated according to malfunction. Occlusion in the tubing and/or tubing connectors (e.g. Occlusion alarm from the infusion pump may have sounded). The lot 6004988 in question was produced at reynosa site. Investigation process of the complaint was carried out in accordance with work instructions (wi) version 11. Complaint investigations. The reference samples were visually inspected and tested for flow. All test results were within specifications. The following test was performed: visual inspection: version 41 quality criteria for products from the inset family (sampler of the extruder and tube coiling area) (muestrario del area de extruder y enrrollado de tubo) . Version.39 - quality specification for the connectors.docx. Functional 1 version 10 flow test on customer complaints (pruebas de flujo en quejas del cliente).doc. Functional 2 version 25 instructions for the use of the leak equipment in the inspection area (instrucciones para el uso del equipo de fuga en el area de inspeccion).doc. Batch review: the batch listed in the database complaint parent record was reviewed and confirmed to be accurate.uno inset I 60/9 grey tcap 10pk int was manufactured under system application product (sap) code 1722084 and manufacturing lot number 6004988 on 23-jan-2024 and 29,400 final units in the machines were manufactured. The batch record confirms this information. Conclusion summary of the related event. As a result of the following: no reported harm, no defect on test, no non-conformance (nc) raised during production. No further actions are required.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. On 18-june-2024, it was reported that the patient encountered two infusions set tubing was leaking at site. The 1 infusion set is in use for 1 hour, the other for 4 hours. The blood glucose level was found to be high. No further information.